Manufacturer narrative:
Correction: information received indicates the lead involved was a riata lead and not a quicksite lv lead and the serial # is unknown. Serial # updated from (B)(4) to unknown lead serial (B)(4). Correction: model number updated from quicksite lv 1056t/86 to riata lead 1591/65. Correction: lot number, expiration date, UDI should be blank. Correction: PMA number updated from p030054 to p950022. Correction: manufacturing date should be blank correction: updated from z-1483-2012 to z0457.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that a decrease in impedance was observed on the right ventricular lead. Externalization of conductors was confirmed. The right ventricular lead was scheduled for extraction (B)(6) 2020 together with a routine generator change. During the procedure, the lead was not accessible for extraction and was abandoned. A new lead was implanted. The patient was stable.